Event description:
"It was reported that the patient underwent a posterior fusion at t9-l5 on (B)(6) 2009 and another posterior fusion at t9-s1 on (B)(6) 2013 using bmp2_acs. Subsequently, patient was diagnosed with injuries including an inflammatory reaction to infuse, heterotopic bone growth, osteolysis, cage migration, and chronic pain."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.